Event description:
The MFR received info alleging a ventilator had a high temp alarm and shutdown. The device was not in pt use.

Manufacturer narrative:
The device was eval at the MFR's service center. The customer complaint for the device shutdown could not be confirmed or duplicated. The ventilator's error log was reviewed and high temp alarms were observed. The device was found to be operating at a diminished capacity and the blower assembly was replaced to address the issue.